Event description:
Patient was having a laparoscopic hand-assisted left nephroureterectomy for transitional cell cancer of the left renal pelvis. The surgeon asked for a 45 echelon endoscopic linear stapler with a vascular load to go across the left renal artery with. The stapler was applied and fired per manufacturer instructions but the stapler jammed and the blade was not deployed. The stapler was stuck on the renal artery with no way to tell how much if any was cut and sealed. An additional port site was created to pass a second 45 echelon endoscopic linear stapler with a vascular load to a lower portion of the left renal artery to attempt to cut the kidney free and remove the initial jammed stapler safely. Second stapler fired correctly and did not jam and the procedure continued without further incident. The surgeon was concerned that the stapler would fail on the large vessel and compromise patient safety.